Manufacturer narrative:
Device will not be returned for evaluation. Investigation is on-going. If any information is learned, a follow-up report will be submitted.

Event description:
It was reported that a subchondral drill broke off in the bone. Approx section of 15mm was lodged in bone and had to be manually removed with graspers.